Event description:
During insertion, the iab would not inflate and the iab was removed. On 1/31/97, datascope was notified that although it took considerable time for the iab to unwrap, the iab did inflate and the iab was used. Event complications: none from the event - reported 11/15/96. Patient's current status: stable - rpt'd 11/15/96.